Event description:
It was reported that the device ruptured. A 3.50 x 15 mm agent dcb was selected for use. During preparation, it was noted that there was not enough visible drug coating. Despite this issue, the balloon was still advanced for treatment and ruptured at the lesion site. The device was removed and the procedure was completed with an alternate device. There were no patient complications.